Event description:
It was reported a 6900p 27 mm mitral valve was explanted after an implant duration of 65 months (approx. 5 years) due to mitral valve stenosis and regurgitation.

Event description:
The operative report indicates patient was diagnosed with congestive heart failure, class IV, left side, pulmonary edema, severe pulmonary hypertension; three vessel coronary artery disease, mitral valve prosthesis degeneration with severe stenosis and regurgitation. Findings at the surgery indicate the mitral valve prosthesis was severely degenerated with marked thickness and stenosis. The edwards' valve was replaced with a mechanical prosthesis.

Manufacturer narrative:
Evaluation: method: device return anticipated; not yet received. Conclusion: device return anticipated; not yet received. Additional manufacturer narrative: although multiple attempts at obtaining patient records have been made, no documents have been provided. However, efforts are ongoing to retrieve further details. Once completed the device history review and the evaluation will be reported as well.

Manufacturer narrative:
Method: x-ray. Evaluation summary: the valve exhibited heavy calcification in the cusp area of leaflet 1 and moderate to heavy at the cusp area of leaflets 2 and 3. At the free margins calcification was heavy at leaflet 1 and 3 at commissure 1, at leaflets 2 and 3 at commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3 mm. Moderate to heavy layer of host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3 mm. Host tissue was moderate at the stent inflow and heavy at the stent outflow. Additional manufacturer narrative: device evaluation confirms calcification as the primary cause of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic. Therefore, it is highly likely that this patient's medical history and condition may have contributed to this event. The available information suggests nothing to indicate a device quality deficiency related to this event.